Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The power consumption was 57 microwatts a month ago and during recent check, it showed 56 microwatts. Boston scientific technical services (ts) discussed that the current drained of the battery was due to atrial sensing at fast rates and the patient appeared to be in chronic atrial fibrillation (af). Thus, suggested programming options. As of this time, this device remains in service. No adverse patient effects were reported.